Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with a 500cc mentor memorygel breast implant and experienced right-sided grade IV capsular contracture postoperatively. The diagnosis was confirmed based by a healthcare professional. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 24-mar-2022, mentor received additional information regarding the diagnosis of the capsular contracture and the revision surgery. The diagnosis was confirmed during the consultation held on (B)(6) 2021. The patient underwent removal and replacement with a 500cc moderate plus mentor smooth round gel implant. On 30-mar-2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).